Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed a high pressure alarm messages. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump sensor needed to be checked, as the pressure reading of 2.1 bar was considered too high. The event took place during a functional test at their workshop. There was no patient involvement.